Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product location is unknown. Concomitant medical devices: item # us157856/ m2a-magnum pf cup / lot # 899260; item # 139252/ m2a-magnum tpr insrt/lot # 020580; item# 15-103205/ taperloc micro lat/ lot# 255540. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 -2020 -02040, 0001825034 -2020 -02042.

Event description:
It was reported the patient underwent a right hip revision surgery approximately 8 years post implantation due to pain and metallosis. Pseudocapsule was removed. Superior and anterior cyst were found and debrided. Head component was removed and replaced. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: g4; h2; h3; h6. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following, ebl 250 ml, cloudy joint fluid with staining of the synovium, pocket of fluid in superior and anterior aspect of the acetabulum, but otherwise no bony destruction and implants were well fixed and stable. Post op diagnosis failed right tha with metallosis and pain. Pseudocapsule removed, superior and anterior cyst was found and debrided, add fiinal components were placed. Patient was taken through range of motion with good results. (DHR) was reviewed and no discrepancies relevant to the reported event were found root cause was unable to determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.